Event description:
A report was received that after the permanent implant procedure, the patient could not feel his legs. The patient was brought back to the operating room for a laminectomy to relieve the excess bleeding. There was a hematoma; the physician had to explant the implanted devices. Symptoms were procedure related. The patient was also treated with a blood patch. Postoperatively, the patient was doing well and able to regain the feeling in the legs.

Manufacturer narrative:
Additional information was received that the patient had excessive bleeding that got into the epidural space. The patient was not treated with a blood patch. They had remove the implanted devices to drain the excess blood.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that after the permanent implant procedure, the patient could not feel his legs. The patient was brought back to the operating room for a laminectomy to relieve the excess bleeding. There was a hematoma; the physician had to explant the implanted devices. Symptoms were procedure related. The patient was also treated with a blood patch. Postoperatively, the patient was doing well and able to regain the feeling in the legs.

Event description:
A report was received that after the permanent implant procedure, the patient could not feel his legs. The patient was brought back to the operating room for a laminectomy to relieve the excess bleeding. There was a hematoma; the physician had to explant the implanted devices. Symptoms were procedure related. The patient was also treated with a blood patch. Postoperatively, the patient was doing well and able to regain the feeling in the legs.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.